Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and it was confirmed that this device passed all manufacturing and sterilization inspections.

Event description:
Reportedly, the sales representative went to the hospital to observe another case and was told of an explant of a ring after an implant duration of 18 days (.60 months) due to reoccurring (mitral) regurgitation. The ring was replaced with a 7300tfx-25mm valve.

Manufacturer narrative:
Evaluation: as received, remaining suture threads through the ring are evident. Cuts in the sewing fabric are detected, most likely due to mechanical damage at explant. No other inconsistencies detected or in the x-ray, as the band is intact. The ring was examined visually and with a light microscope method: x-ray. Additional manufacturer narrative: a device history record review is in progress. The patient's medical records has provided a hardcopy report of the echo. Explants of rings at sometime during a postoperative period are typically performed for a failed valvuloplasty repair. In this case, the ring was replaced in a second operation by a pericardial bioprosthesis. The surgeon has not alleged that there was a malfunction of the annuloplasty ring and the tee suggests that the reason for explant was due to mitral regurgitation.